Manufacturer narrative:
(B)(4).

Event description:
It was reported that a catheter stuck in the stent occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. An opticross¿ imaging catheter was selected for use. After a non-bsc stent was placed, intravascular ultrasound was performed using the opticross¿ imaging catheter. However, when the opticross¿ imaging catheter was pulled out, the opticross¿ was stuck in the stent. The physician cut the opticross¿ then removed the imaging core and the device was completely removed from the patient's body. The procedure was completed with a non-bsc device. No patient complications were reported and the patient had no injury.

Manufacturer narrative:
Describe event or problem updated. Device evaluated by MFR: the device was returned for analysis. Device analysis revealed that the unit returned had been cut at proximal section, the telescope section was not returned. A damage was observed on the guidewire exit port assembly and the imaging window was flattened. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. Bsc ID# (B)(4).

Event description:
It was further reported that the physician may have pushed the opticross forcibly into the tortuous lesion or the stent expansion may have caused the stent to become stuck. However, there was no damage noted with the non-bsc implanted stent.